Event description:
Intraoperatively, impedance values were reading low out of range. It was determined that there was a short on 1-3 with everything connected. No intervention was required. The electrode with low impedance was not needed and everything was fine with the pt.

Manufacturer narrative:
(B)(4).